Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv5 device had ruptured during filling. It is unknown what the device was being filled with. In addition, the device backflowed at the fill port with the product being filled. There is no patient involvement, therefore, no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available to be returned to baxter for an evaluation; therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.